Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient had a fall and one of the leads migrated per an x-ray done. The healthcare professional stated that the system was explanted and revised with another product.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that while the she was sleeping she was woken up by pressure and uncomfortable shocks while the stimulator was on. It went away when she turned off her device. It was unknown what lead to the event, no tests had been done and the patient did not have any falls. The patient had lost some weight and noticed that the battery site felt uncomfortable. No diagnostic or troubleshooting had been performed and the patient was scheduled for an appointment with her healthcare provider (hcp). Further information received from the representative reported that the patient was seen at the hcp office and an impedance test was run and all contacts were within normal limits. An x-ray was done and confirmed that the left lead migrated down one vertebral body. The hcp stated that the migration may have caused the uncomfortable pressure and shocks. It was stated that the patient had lost weight and the battery was flipping a bit. The patient was going to be referred for a possible lead revision and battery pocket site revision. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.